Event description:
It was reported that the patient experienced a shocking sensation during a CT scan. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 748940, serial# (B)(4) implanted: (B)(6) 2005, explanted: na product type: extension; product ID: 7435, serial# (B)(4). Product type: programmer; patient product ID: 389033, lot# j0406430v, implanted: (B)(4) 2005, explanted: na. Product type: lead; product ID: 3550-09, lot# lc2584, implanted: (B)(4) 2005, explanted: na. Product type: plug <(>&<)> boot. (B)(4).